Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. The triclip steerable guide catheter (tsgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, after removing the dilator, a loss of fluid column occurred. Therefore, the tsgc was removed and replaced. One clip was then implanted, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.